Event description:
The customer reported a leak from the main diluter panel of the coulter lh 500 hematology analyzer. The instrument was generating 'red blood cell (rbc) bath overflow' and '30 psi out of range' errors when the leak was noticed. The volume of the leak was about 10 ml and was contained within the instrument. Per the customer the unit was down. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/11/2015. The fse found the tubing to the blood sampling valve actuator was disconnected and causing the leak. The fse replaced the tubing, which repaired the leak and the errors. The repairs were verified per established procedures. (B)(4).